Event description:
The patient received her scs system on (B)(6) 2009, including two leads (with the same lot number). It was reported the patient was not satisfied with the stimulation coverage she has received. The patient has elected to have the system removed. It was reported the patient had tried multiple reprogramming attempts in the past.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.